Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('1 day post op') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("thigh inflammation (pre removal)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the inflammation was resolving. The reporter considered inflammation and medical device removal to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2008. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information added. Date of insertion updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I have really bad painful periods'), asthenia ('I'm drained all the time'), eczema ('eczema on the bottom of my feet'), allergy to metals ('I'm allergic to the essure') and alopecia ('my hair is falling out') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Never been married. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced coital bleeding ("complaints of bleeding with intercourse"), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced allergy to metals, eczema, dyspareunia, asthenia, alopecia and fatigue ("always tired"). Essure treatment was not changed. At the time of the report, the allergy to metals, eczema, dyspareunia, asthenia, alopecia, coital bleeding and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, coital bleeding, dyspareunia, eczema and fatigue to be related to essure. The reporter commented: consumer asked for reimbursement of possible essure removal because she lost her job due to covid 19. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure position control. Hysteroscopy - on (B)(6) 2007: tubal occlusion using essure technique. Procedure: the tubal ostia were visualized. By hysteroscope essure coil system was then inserted , first into patients right tubal ostia, and deplored appropriated. The second coil was placed in the left tubal ostia. Pregnancy test urine - on (B)(6) 2008: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review it was detected that the event 'essure removal' refers to an other patient with same initials (other birth date, other address) see duplicate record us-bayer-(B)(4) to which all information on device removal was added, event 'medical device removal'(serious incident) and 'thigh inflammation' were removed from this case. Duplicate record us-bayer-(B)(4) was detected to this patient (same birth date, same address) which will be deleted in bayer safety database after all information was transferred to this record us-bayer-(B)(4) which will be retained. New: medical history added. Essure insertion date added. Tests added: essure placement on (B)(6) 2007 (medically confirmed). On (B)(6) 2008 urine pregnancy test negative. Hysterosalpingogram on (B)(6) 2008. The patient of this report had essure not removed. New events (all non-serious incidents) were added: allergy to metals, alopecia, asthenia, coital bleeding, dyspareunia, eczema and fatigue. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I'm allergic to the essure') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Never been married. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced coital bleeding ("complaints of bleeding with intercourse"), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), eczema ("eczema on the bottom of my feet"), dysmenorrhoea ("I have really bad painful periods"), asthenia ("I'm drained all the time"), alopecia ("my hair is falling out") and fatigue ("always tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the allergy to metals, eczema, dysmenorrhoea, asthenia, alopecia, coital bleeding and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, coital bleeding, dysmenorrhoea, eczema and fatigue to be related to essure. The reporter commented: consumer asked for reimbursement of possible essure removal because she lost her job due to covid 19. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure position control. Hysteroscopy - on (B)(6) 2007: tubal occlusion using essure technique. Procedure: the tubal ostia were visualized. By hysteroscope essure coil system was then inserted , first into patients right tubal ostia, and deplored appropriated. The second coil was placed in the left tubal ostia. Pregnancy test urine - on (B)(6) 2008: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: medical record received : case updated to serious incident because of essure removal. Reporter information and essure removal details added. Event metal allergy updated to serious incident and action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I'm allergic to the essure') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Never been married. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced coital bleeding ("complaints of bleeding with intercourse"), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), eczema ("eczema on the bottom of my feet"), dysmenorrhoea ("I have really bad painful periods"), asthenia ("I'm drained all the time"), alopecia ("my hair is falling out") and fatigue ("always tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the allergy to metals, eczema, dysmenorrhoea, asthenia, alopecia, coital bleeding and fatigue outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, coital bleeding, dysmenorrhoea, eczema and fatigue to be related to essure. The reporter commented: consumer asked for reimbursement of possible essure removal because she lost her job due to covid 19. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure position control. Hysteroscopy - on (B)(6) 2007: tubal occlusion using essure technique. Procedure: the tubal ostia were visualized. By hysteroscope essure coil system was then inserted , first into patients right tubal ostia, and deplored appropriated. The second coil was placed in the left tubal ostia. Pregnancy test urine - on (B)(6) 2008: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('1 day post op') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced inflammation ("thigh inflammation (pre removal)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the inflammation was resolving. The reporter considered inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and inflammation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.